Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the clip opened up 100 degree post releasing pin. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open while locked could not be replicated in a testing environment due to the condition of the returned device (lock line was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.